Manufacturer narrative:
H3 and h6 codes - updated. One used device was returned for investigation. The device was visually inspected and found no damage or anomalies were observed. During the functional testing, the breach was identified on the lower half of the tubing. The complaint of recirculating fluid path going into the patient side can be confirmed. The probable cause is due to an extrusion error during manufacturing. A device history record (DHR) review could not be performed as the lot number was unknown.

Event description:
It was reported that the hotline 3 recirculating fluid went into the patient side of the tubing. The device was broken off and went to the patient. There was no external leaking. There was patient involvement, and there was no reported harm.

Manufacturer narrative:
B3: date of event is unknown. The primary di# has been used as the lot information is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.